Manufacturer narrative:
Independent review of echocardiographic recording indicate the leakage observed in vivo was paravalvular. Further evaluation results: edward¿s standardized in vitro testing under simulated normal physiological conditions, showed that the total regurgitant fraction (trf) of the valve as-received was 7.4%, which is more than two times lower than the 15% maximum allowed for a valve this size per iso 5840-2:2015. This amount of regurgitation would not normally be considered consistent with severe aortic insufficiency. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus.. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement and is usually tolerated by patients. Often moderate to high regurgitation requiring operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular leaks by providing more efficient hemodynamics and longer tissue durability. The cause of the event could not be traced to the device. H11. Corrected data. F10 and h10. Echo imaging is consistent with paravalvular leak aortic regurgitation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluation. X-ray demonstrated wireform intact. As received, black mold-like substances were observed on the surfaces of all three leaflets on both the inflow and outflow aspects. Minimal to moderate thrombotic-like material was observed around the stent circumference and on the surfaces of leaflets 2 and 3 on both the inflow and outflow aspects. Suture holes were visible around the sewing ring. Sewing ring was cut around leaflet 1 near commissure 1. H10. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of aortic insufficiency could not be confirmed through visual observations. The device was sent to r&d for functional evaluation. A supplemental MDR will be submitted upon completion of evaluation.

Manufacturer narrative:
UDI number: (B)(4). The device was returned to edwards for evaluation as is pending evaluation. A supplemental MDR will be submitted after completion of the evaluation. Based on the information received the cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 25mm aortic valve was explanted after five days due to severe aortic insufficiency. After initial implant patient did well hemodynamically postoperatively; however, patient had persistent hypoxia requiring ventilatory support. Echo showed patient had marked severe aortic insufficiency. Physician could not tell if the leak was perivalvular or from the valve itself. Grossly, the 25mm valve was seated nicely and the leaflets were all intact. The 25mm valve was explanted and replaced with a 23mm valve. Again, this valve seated nicely. Upon weaning from cardiopulmonary bypass, the valve was found to have severe aortic insufficiency. Did not appear to be a perivalvular leak (pvl). The 23mm valve was then explanted. Again, the 23mm valve was seated nicely with no gross evidence of perivalvular leak or structural damage to the valve itself. Physician felt the deep scallops between of the commissures of patient's annulus were causing tension on the valve and the insufficiency of the valve leaflets. For this reason the explanted device was replaced with a 23mm st. Jude mechanical valve. The patient was transferred to the ICU intubated, in stable condition.